Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugt8542 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer via medwatch "found that the clamp on the extension set had made a cut in the extension set tubing which caused the IV to back up and leak. Rn replaced the extension set. This was a statlock catheter stabilization. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm reported. Blood spill occurred and the rn had to replace the faulty extension tubing. What they¿re being treated for: surgery for hysterectomy. *does the patient have an infectious disease? No.